Event description:
It was reported that "(B) (6) was doing a 3 level xia 3 removal. He was using the poly adjustment driver and 3 of the 8 heads popped off as he was trying to remove."

Manufacturer narrative:
Explanted product has not been returned to manufacturer. The manufacturer has requested additional information on the event including the return of product so a full investigation can be conducted. Any new information obtained from the initial reporter or from any future investigations will be submitted in a supplemental report.